Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The result provided were: sid (B)(6) initial = 51 pmol/l /repeated on alinity (B)(6)=15.0 pmol/l /repeated with same result there was no reported impact to patient management.

Manufacturer narrative:
Abbott field service representative (fsr) investigated the issue on site and found black particles in the trigger solution reservoir. The fsr resolved the issue by replacing the bulk solution transfer pump (a-30111949-01). A review of the alinity I analyzer, serial number (B)(6).service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the alinity I service documentation contains instruction for the removal, replacement, and verification of the bulk solution transfer pump (a-30111949-01). A review of historical data for the alinity I processing module did not identify any trends with regards to the current issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(6) or the bulk solution transfer pump (a-30111949-01).

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results on one patient. The result provided were: sid (B)(6) initial = 51 pmol/l /repeated on alinity (B)(6) =15.0 pmol/l /repeated with same result there was no reported impact to patient management.